Event description:
This 50-year-old female had previous bilateral mastectomies and stage I breast reconstruction. The second set of breast tissue expanders was implanted 9/14/94. Within the last several days prior to this admission, pt noted an abrupt decrease in volume on the left side. She had been scheduled for stage ii reconstruction, but the time was moved up in order to not loose the expansion. Gross exam: at the margin of the left tissue expander is a small purple ring in the center of which is a puncture fenestration. Surgeon questions structural weakness or fatigue at the exact edge of the expander itself. The right expander was intact.